Event description:
It was reported that during a pump replacement the new pump had not been primed on the back table but rather a catheter access port (cap) kit was used. During the procedure the physician aspirated the catheter and then connected the catheter to the pump. However, the catheter could not be aspirated through the cap. The catheter was disconnected and saline was pushed through the cap. However, the saline was not free flowing but rather a tiny drip. The correct needle was confirmed to be used. It was later reported that all was "normal" and saline was shot through the cap on the back table. Both products remain in-service. It was not known what medication this system delivered. No patient symptoms were reported.

Manufacturer narrative:
Product ID 8578, serial # (B)(4), product type accessory; product ID 8703w, lot # l54367, product type catheter; product ID 8578, serial # (B)(4), product type accessory. (B)(4).